Event description:
The customer reported a communication error. The fe reported the system would freeze become unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb, ps1 power supply and celeron pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.